Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the "regurgitation valve" (presumed to mean the back check valve) on the primary tubing failed, allowing the secondary fluids to flow into the primary IV fluids.